Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. Reportedly customer is using cold insulin and was informed that is off label per tandem user guide. Customer changed supplies and used room temperature insulin to resolve issue. Customer's blood glucose was 348 mg/dl.